Event description:
It was reported that the patient fell on their buttock resulting in migration of the spinal cord stimulation lead, impedances, and an issue with the implantable pulse generator (ipg). The patient experienced inadequate stimulation and their pain returned. The patient underwent a system explant procedure at the hospital. The explanted devices were not returned by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7077170. Brand name: n/I, upn: scs-ipg, model: n/I, serial: n/I, batch: n/I. Brand name: clik x, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 27415010.